Manufacturer narrative:
Device evaluation: the actual device was received for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the device passed all operational specifications. The reported condition could not be confirmed or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that during routine inspection it was observed that the attachment device was "running hot". The device was not used in surgery. There were no reports of injuries or medical intervention. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. (B)(4).